Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer reported that the patient was not feeling the stimulation from their implantable neurostimulator (ins) anymore and only felt it when they came out of surgery. The patient stated that they were just implanted today and was "dying from pain" and had very bad pain ("in body"). They had post-surgical pain at the implant site and pain they were implanted for was still there. It was noted that the patient had trained them while they were still groggy from the anesthesia. The stimulation was on per the programmer. Increasing/decreasing the stimulation did not resolve the issue. The patient then tried another group and increased the stimulation on groups a-f but this did not resolve the issue. The indications for use for the implanted device were noted lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.